Event description:
It was reported that, per event logs, a motor stall occurred on (B)(6) 2014, with a tube set message two days later. It was confirmed that the stall was due to an MRI that occurred on (B)(6) 2014 at 14:42. A motor stall recovery was logged on (B)(6) 2014 at 11:25 at the same time that the healthcare provider (hcp) interrogated the pump. The patient did not experience any therapy issues and did not hear an alarm. The device system was used to deliver fentanyl and dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).